Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead's tip was damaged as it have snapped during the generator change. This ra lead was abandoned surgically. No additional adverse patient effects were reported.